Manufacturer narrative:
It was reported that the bedpan collapsed when the nurse placed a post op burn patient on it in the pacu. As a result, urine spilled in the bed and caused her new surgical dressings to become wet. The surgeon came and replaced the dressings. No other information was provided. The weight of the patient is not known. The sample was not returned for evaluation. A root cause has not been determined.

Event description:
The bedpan collapsed under the patient causing the surgical dressing to become wet.